Event description:
It was reported that the patient had a syncopal episode and had passed out. The patient's heart rate was noted to be around 30 beats per minute. The patient had multiple mode switches and premature ventricular contractions. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.